Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a fever and noted discharge and discomfort at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The patient was diagnosed with a (B)(6) infection and sepsis. The patient was placed on antibiotics and the system was removed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device pocket never closed completely and that purulent drainage was observed coming from this soft tissue defect. The device was not visible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that a vacuum-assisted closure device was utilized to promote healing of the wound post-system extraction.